Event description:
Boston scientific received information that high pacing impedance and high pacing threshold measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. It was believed that this was due to the patient's chemotherapy. The patient will have a follow up on a later date. The ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.